Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the original keypad complaint was unable to be duplicated. The keypad was intact with no evidence of peeling or damage and all the keys were responsive. The keypad was removed and there was no evidence of contamination found on the key contacts. The pump was opened and there was no evidence of corrosion near the keypad connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the down arrow and ok keypad buttons were both under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.